Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The brake handle was replaced and the brake adjusted. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+'s c-arm brake handle was broken and the cross arm was not able to be held in place. There was no adverse patient involvement reported. There was no patient info reported.